Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude, noise, oversensing, leading to an inappropriate electric shock. An x-ray was performed and it was observed that the electrode was fully inserted. Possible causes were discussed and troubleshooting options were recommended. Pocket revision was scheduled. Subsequently, a revision procedure was performed and the electrode was fully inserted and the physician elected to add a cangaroo pouch for additional tie-down location. The device header was also secured to the fascia. Currently, the s-ICD system remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitude, noise, oversensing, leading to an inappropriate electric shock. An x-ray was performed and it was observed that the electrode was fully inserted. Possible causes were discussed and troubleshooting options were recommended. Pocket revision was scheduled. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.